Event description:
It was reported that the patient presented with myopotential inhibition on their implantable cardioverter defibrillator. The myopotential oversensing was reproducible via deep breathing and isometric motion. Programming changes were discussed and performed during the follow-up on (B)(6) 2017, which resolved the issue. Unaware of the myopotential oversensing, the patient was asymptomatic and stable before, during, and after the follow-up.